Event description:
It was observed that during the device evaluation, the flex video scope exhibited adhesion around the acoustic lens is chipped, the objective lens adhesive part is peeling off. Additionally, it was noted that the ultrasonic probe had experienced significant damage as well. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believe that prolonged stress and fatigue ultimately led to the reported malfunction by way of component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.